Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell 4 of 5. The home patient (hp) checked the lines and the bags and found the supply line was loosely connected. The technical service representative (tsr) had the hp close all the clamps and cycle the power to clear the alarm. The tsr instructed the hp to disconnect using aseptic technique and end the therapy. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.